Event description:
It was reported that the pump exhibited an alarm and lighted up but there was nothing on the screen. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 10/16/2024. H3: one device was returned for repair with complaint that the pump exhibited an alarm and lighted up but there was nothing on the screen. Found no prior repairs in the last 13 months. No alarm history was available to review. The customer¿s complaint was verified. To remedy the problem the pump was placed in pairing mode to mate the main printed circuit board with the interconnect board. The cause of the issue is not known. The pump functions as it should and passed all performance verification testing.